Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had power loss alarm and critical pump error alert. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer stated that they were unable to clear the alarm. Insulin pump screen was turned off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 40 alarm and critical pump error (open book image) alarm during testing due to software error. No frozen display noted during testing.